Manufacturer narrative:
The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. It should be noted that implanting a sapien 3 transcatheter heart valve (thv) using a non-edwards balloon with open cardiac surgery was not indicated for use. The complaints for post-implantation-central regurgitation and post-implantation -leaflet motion restriction were confirmed based on a review of the medical report. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "7 months and 14 days post tmvr procedure using a 29mm s3 placed via open sternotomy and mounted on z-med balloon for deployment. Transesophageal echocardiogram showed significant paravalvular leak as well as central mitral regurgitation. The echo had also shown the valve was deployed in a good position but had what appeared to be restricted motion of one of the mitral valve leaflets. Using a 29mm edwards balloon with an extra 4 cc of saline, the balloon was inflated under rapid pacing. An additional 3 cc of saline was placed in the balloon for a total of 7 cc of extra fluid. The balloon in the valve was re-inflated and there was now trace paravalvular regurgitation and mild central regurgitation with good mobility of the leaflets." Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the deployed valve could be potentially dislodged from the target site due to improper off-label operation (e.g. Deployed valve, suture the valve, etc.), so it led to paravalvular leak associated with central regurgitation. The paravalvular leak could decrease the central blood flow back pressure, which was required to close the leaflets or proper leaflets coaptation, resulting in leaflet motion restricted (immobile leaflet) and central regurgitation. Available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to implanting sapien 3 valves using non-edwards balloon with cardiac surgery procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (under-deployment and off-label use) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 7 months and 14 days post tmvr procedure using a 29mm s3 placed via open sternotomy, the patient developed moderate paravalvular leak (pvl) and moderate central leak from suspected under deployment performed during an off label procedure in a high calcified mitral annulus. The patient was brought back to the hybrid or for post dilation using the edwards commander 29mm delivery. There was now trace paravalvular regurgitation and mild central regurgitation with good mobility of the leaflets. Per medical record review, the patient returned for post implantation dilatation. The cause of the requirement for the dilatation was a result of the 29mm s3 valve developing severe paravalvular regurgitation, and central regurgitation. Due to severe mitral annular calcification, the surgeon was unable to suture in a surgical prosthetic mitral valve, and the decision was made to do a hybrid deployment of the 29mm s3 valve with modifications with a dacryon and prolene suture to create a cuff around the valve skirt, and the insertion of 6 pledgeted guide sutures into the mitral annulus to guide the valve in position where it was deployed with a non-edwards balloon. The balloon was then inflated and appeared to have good coaptation of the valve to the annulus. After the remainder of the scheduled surgery had been completed the patient was transferred to the cvicu in stable condition for recovery and was discharged on pod 5. The patient was brought back 7 month post-procedure for extensive workup and evaluation. A transesophageal echocardiogram showed significant paravalvular leak as well as central mitral regurgitation. The echo had also shown the valve was deployed in good position but had what appeared to be restricted motion of one of the mitral valve leaflets. Using a 29mm edwards balloon with an extra 4 cc of saline, using access via the right common femoral vein and transseptal puncture, the balloon was guided under fluoroscopy across the mitral valve and was inflated under rapid pacing. The paravalvular leak was improved but was still in the mild to moderate range. Based on this, an additional 3 cc of saline was placed in the balloon for a total of 7 cc of extra fluid. The balloon in the valve was re-inflated under rapid pacing with all this additional volume. The valve was reassessed once cardiac rhythm and hemodynamics were restored, the valve function was assessed. There was now trace paravalvular regurgitation and mild central regurgitation with good mobility of the leaflets. It was felt this was a good result. The patient was then transported to the pacu in stable condition. They were discharged later that same day.